Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus because the device stopped working. The cause of malfunction is unknown. The patient is recovering from the surgery.